Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument had a "physical defect / quality issue." Customer reported that the door safety lock does not engage to keep door from inadvertently closing or falling down when open. A bd field service engineer (fse) was dispatched to the customer site where they inspected the instrument and found that the gas spring in the door had come unscrewed from the anchor point. The fse re-attached the gas spring to the anchor point and confirmed proper door operation. The instrument was successfully brought back into bd specifications and was returned to service. This complaint is confirmed by service and the root cause was traced to a mechanical issue due to detached hardware in the door. Returned material testing is not required for this complaint. The complaint was evaluated via other elements of the investigation. Review of the device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported when using the bd max¿ system, bd max¿ instrument the door safety lock does not engage to keep door from inadvertently closing when open. The user has posted a warning to mitigate the hazard potential. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k111860 and k130470. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd max¿ system, bd max¿ instrument the door safety lock does not engage to keep door from inadvertently closing when open. The user has posted a warning to mitigate the hazard potential. No health impact or consequence reported.